Event description:
Procedure: lap chole. According to the reporter-the endocatch pouch ripped from the metal band during the removal. Some of the specimen (gallbladder) material had bowel and fluid which dropped into the patient cavity. There was no report of patient injury or impact. The patient sex was not identified. Patient progress report has been sought.